Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Through follow-up it was learned from the edwards representative present at the case. Upon removal of the holder it was visually inspected and identified that a retained suture appeared to be missing. It was at this point the surgeon looked inside patient and found the retained suture. It was reported the whole length of the retained suture was located inside patient.

Manufacturer narrative:
(B)(4). Device evaluation: customer report of fallen cut green suture thread could not be confirmed through visual observations. As received, two of the three green sutures (b&c) were observed to be cut at the cutting channels of the returned tricentrix holder and remained attached to the holder. Cut green sutures b & c both had a long green suture end measuring approximately 60mm long. Cut green suture a did not appear to be cut at the cutting channel. Cut green suture a did not have a long green suture end and cut off suture end was not returned. Tricentrix holder was returned in the partially deployed position. UDI number: (B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information is in process. Per the IFU for this device, "cut each of the three (3) exposed green sutures using a scalpel or scissor placed only in the cutting channel. Never attempt to cut a suture below a partially separated holder as a part of the attaching suture may fall in the ventricle." Based on the information received and results of the device evaluation it is likely the suture was not cut at the cutting channel as stated in the instructions for use (IFU). If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information during implant of a 29mm mitral valve, when the green suture was cut and holder was being removed it was identified a suture fell inside the patient and had to be retrieved. Patient was still on table. No additional information was provided.